Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.